Event description:
It was reported that an ilet pump did not power on and exhibited charging difficulties, which were addressed through troubleshooting and education including advising placement on the charging pad and instructing to charge for a set period. Investigation included customer interviews and technical troubleshooting. Further investigation of this case revealed that the device powered when a different charger was used and that the pump had not been placed on the charger until a low power alert occurred. There was no user reported clinical symptoms during the event. Outcomes included no impact on health or activities reported. It was concluded that, based on previously established findings for similar reports, the event was consistent with battery depletion and charging technique issues, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.